Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Customer reportedly received the following results on customer¿s aviva connect meter, compared to an aviva meter, within 10 minutes: 495 mg/dl (customer¿s aviva connect) (system 1), 216 mg/dl on other aviva meter (system 2), and 202 mg/dl (customer¿s aviva connect) (system 1). Two different vials of test strips were used in the comparison. No death or serious injury reported. Test strip vial is empty; no product will be returned for evaluation.